Manufacturer narrative:
Device is a combination product. Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous high lateral branch. The lesion was predilated with a 10x2.5mm non-bsc balloon. Next, a 20x2.5mm taxus liberte stent delivery system (sds) was advanced through a non-bsc guide catheter with difficulty. The sds was removed by pulling the stent back into the guide catheter. During removal the stent dislodged in the mid section of the guide catheter. The guide catheter, taxus liberte sds and stent were removed together. No patient complications were reported and the patient's status is good.